Event description:
It was reported that the vision stent was being used to treat a vein graft. Upon inflation, during deployment of the stent, the stent delivery system (sds) balloon ruptured at 4-5 atm. The stent did not deploy, however, upon removal it was loosened from the sds and became dislodged. The dislodged stent was crushed against the wall of the vein graft with another vision stent, but at an unintended site. Reportedly, the pt is doing fine.